Event description:
It was reported that during an anterior cervical surgical procedure, it was observed that the motor device would not work. According to the report, the device only blew nitrogen and had a faulty hose. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was locked and the device had no rotation. Therefore, the reported condition was confirmed. It was determined that this was due to broken blades and a locked spindle. However, the reported condition regarding the faulty hose was not confirmed. The assignable root cause was determined to be normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.